Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of will not turn on as failure code 808:02 occurring immediately after the start button is pressed. The root cause of the reported condition was determined to be a faulty pump head module. The pump head module was replaced to resolve the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump that would not turn on in the central sterile department upon power up. Upon review of the event history, quality engineering determined that this event was caused by failure code 808:02, which interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through (B)(4).